Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset parameters and a critical ram parity error recorded on (B)(4)-2011. Por severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that a carelink transmission showed a power on reset (por) had occurred with the implantable pulse generator (ipg), however none of the device parameters had changed, so no reprogramming was need. The ipg remains in use. No patient complications have been reported as a result of this event.